Manufacturer narrative:
The non-conformance database was reviewed and no non-conformances were identified for this part or lot. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 1 of 7 for the same event. Reports 2 through 7 are reported on MFR #0001032347-2016-00256 through 0001032347-2016-00261.

Event description:
A tmj revision for unknown reasons was reported for the patient's right side.